Manufacturer narrative:
This report has been identified as b. Braun medical internal report number 400614671. The investigation is ongoing at this time. A follow up will be submitted when the investigation results become available.

Event description:
As reported by the user facility: brief inquiry description: cvu {cardiovascular unit) was experiencing air in line. Customer did not save any tubing but said it occurred on various critical meds line insulin and amiodarone clinician tried clearing air, changing tubing, changing pumps etc to get meds into patients. No injury reported.

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). One used sample in open packaging and one unused sample in original packaging was provided by the facility for evaluation. The sample was visually evaluated with no defect noted. The sample was attached to observe if it would fit into the pump the tubing did not need to be stretched and there was no evidence of interference between the tubing couplers and the pump housing. In an attempt to replicate the reported defect of the air-in-line alarm on the pump, the sample was attached to the pump and then tested by running therapy while staggering the rate of flow throughout the therapy. No alarms occurred during the testing of the returned sample. The sample was also leak tested per specification with no leakages observed. Additional testing was performed and met specifications. Based on the evaluation results, the reported defect was not confirmed. Due to complaints of this nature an approved project is in place to further address issues with air in line. We will maintain this report for further references and continue to monitor other reports for similar occurrences. If any additional pertinent information becomes available, a follow up will be submitted.